Event description:
It was reported the patient experienced shortness of breath when their right atrial (ra) lead became possibly dislodged. The possible dislodgement was noted on an x-ray the day after implant. Undersensing was also found. The ra lead was repositioned in the distal septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).